Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v739070, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information received from the patient reports paresthesia in the wrong location. The patient had painful and uncomfortable stimulation. The stimulation sensation the patient was feeling reported stimulation in wrong location. The patient was feeling "a flickering sensation" on her right side near her pelvis. Confirm ins (stimulator) status with pp(patient programmer) and the therapy was on. No trauma/falls reported that could be related to this issue and no issue related to positional movements. The patient tried to change to program 3 and 4 but still feeling flickering sensation with those programs. The change in therapy/symptoms was consider sudden on (B)(6) 2015. She had her ins replaced due to normal battery depletion. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.